Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good-faith efforts were made to retrieve the device; however, the field representative did not have the device. A risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the battery of this implantable pacemaker dropped to 3 months remaining in a span of (B)(6) since implant. Technical services (ts) discussed that based on the device current settings, battery depletion was normal. Upon checking follow-up history, the right ventricular (rv) outputs showed to be increasing from 3.05 volts per 0.5 milliseconds to 7.5 volts per 1 second in a span of 6 months since implant. Ts advised that if outputs were lowered, the device longevity might increase but unable to confirm by how much. Subsequently, this device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker dropped to 3 months remaining in a span of 1 year and 6 months since implant. Technical services (ts) discussed that based on the device current settings, battery depletion was normal. Upon checking follow-up history, the right ventricular (rv) outputs showed to be increasing from 3.05 volts per 0.5 milliseconds to 7.5 volts per 1 second in a span of 6 months since implant. Ts advised that if outputs were lowered, the device longevity might increase but unable to confirm by how much. Subsequently, this device was explanted and replaced with a new device. No additional adverse patient effects were reported.